Event description:
Consumer called to report a severe low reaction this morning. Had to call paramedics who got a reading of 20. Thinks the meter is running higher than it should.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.